Event description:
Per the clinic, the patient developed an infection at the implant site. The patient was prescribed antibiotics (type and date not reported); however, the issue could not be resolved. The patient underwent a procedure on (B)(6) 2012, to have the inflammatory tissues and abscesses removed. On (B)(6) 2012, the patient underwent an exploratory procedure to have to have the receiver removed and replaced. There are plans to explant the device, however it is unknown if this has occurred as of the date of this report, (B)(4) 2013.

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6) 2013; it is unknown if the patient will be reimplanted with a new device as of the date of this report, (B)(4) 2013. This report is filed (B)(4) 2013.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Implanted device remains.